Event description:
Reference number (B)(4) event occurred in belgium. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the quick release. No further information available.